Event description:
During implantation, the surgeon pulled out the electrode three times, expanded the round window with the electrode in the lumen. At the first fitting, the recipient reacted only to loud sounds (drum, pipe, claps). The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device was explanted but has not been received for investigation yet. Despite requested no further information was received.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. This is a final report.

Event description:
During implantation, the surgeon pulled out the electrode three times, expanded the round window with the electrode in the lumen. At the first fitting, the recipient reacted only to loud sounds (drum, pipe, claps). The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During implantation, the surgeon pulled out the electrode three times, expanded the round window with the electrode in the lumen. At the first fitting, the recipient reacted only to loud sounds (drum, pipe, claps). The user has been re-implanted.